Event description:
It was reported that the patient had a catheter issue in (B)(6) 2012. The patient experienced withdrawal. The patient was placed on oral medications and sent for a catheter revision. Telemetry from the pump was normal and there were no pump issues. Since the revision the patient had recovered ¿well¿ and was receiving effective therapy. The device system was used to deliver morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).